Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/5/2023, it was reported by an arthrex employee via email that an ar-1380c biocomposite interference screw broke during insertion. This was discovered during a right knee ligament reconstruction procedure on (B)(6) 2022. All the broken fragments were retrieved, and the case was completed successfully using another ar-1380c biocomposite interference screw.

Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.